Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is aware of their heart racing around 2.30 am nightly. It was reported that this coincided the atrial lead position check feature of the implantable pulse generator (ipg) running. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.